Event description:
It is reported that the articular surface would not properly lock into the baseplate.

Manufacturer narrative:
Evaluation summary: the damage described may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encounterer are related to surgical technique; however more information would be needed to conclusively make that determination. Visual inspection of the articular surface shows the dovetail locking feature to be compressed and damaged. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.